Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The advancer, handshake connection, coil and sheath were microscopically and visually examined. There was no damage or irregularities to the device. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. There were no abnormal noises, leaks, and the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08066 it was reported that vessel perforation occurred. The target lesion was located in the distal anterior tibial. A 1.25mm peripheral rotalink® plus and a peripheral rotawire¿ were selected for use. During procedure, the devices were inserted inside the patient's body; however, it was noticed that the rotalink locked up and stalled. Subsequently, the physician activated the dynaglide mode to purge the system. The nitrogen tank was turned off and the pressure was released; however, the system remain stalled. Both devices were then removed from the patient; however, vessel perforation was noted on the distal anterior tibial artery. The physician opted not to re-cross the lesion thus tibial tuberosity advancement (tta) to the distal peroneal was done completing the procedure. There were no further patient complications reported and the patient's condition was fine.